Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a consecutive high blood glucose above 400 mg/dl. Customer has gone back to the sof-set at this time. Customer's blood glucose is 445 mg/dl. Customer treated with a manual injection by using the suggestion from the insulin pump. Customer stated that she contacted her health care professional for her high blood glucose. Customer stated that she has manual injections for a back-up plan. Customer stated that she is changing the infusion set today due to a low reservoir and it being the third day. Customer stated that she will keep the infusion set and reservoir for the high pressure test when she receives the tubing clamps. Customer stated that the cannula was bent but not occluded when the set was removed. Customer was advised to do a complete set change.